Manufacturer narrative:
The device is not expected to be returned; therefore, no physical or visual analysis of the device can be performed. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As noted in the warnings section of the device instructions for use (dfu): "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and or withdrawal through a metal device may result in destruction and/or separation of the polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one wall puncture style needle." Per the precautions section of the dfu: "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
The device shredded during the case.